Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated stretching and damage at implant. The analyst commented that the guidewire test failed due to stretched/distorted conductors at 72.3cm.

Manufacturer narrative:
Concomitant medical products: fr995-23, aortic valve, implanted: (B)(6) 2000.

Event description:
It was reported that difficulty was experienced advancing the left ventricular (lv) lead over the guidewire. The physician removed and inspected the lead and made another unsuccessful attempt to advance the lead over the guidewire. The lead was then removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.